Manufacturer narrative:
Concomitant products: ddbb1d1 crt-d and 5076-52 lead, implanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise, high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.